Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received in appropriate shocks due to t wave double counting and came to clinic. Intermittent capture was also observed. As the device was close to eri it was replaced. After procedure the patient was well.